Manufacturer narrative:
Two devices were returned, decontaminated and visually investigated. (See (B)(4)). Upon visual inspection, this complaint has been confirmed. The returned tip was returned with a defective heat shrink. The heat shrink appears to have a slight tear at the blade end. Because of the condition of the returned tip, a functional test is impossible. The tip was then evaluated under 20x magnification. Under this magnification it appears the tip may have contacted another device. This type of contact may have compromise the heat shrink material, therefore causing a small tear that made the insulation of the device ineffective. Lack of proper insulation will cause an electrical leakage or aching as observed on this device. The burns on the blades show the arching came from the top end of the heat shrink near the tear. This complaint is confirmed, the root cause cannot be determined because of the condition of the returned device. For final inspection requirements, all devices are 100% inspected for damages and imperfections. It is not likely that the device left microline inc in this condition. The type of damages observed are the result of excessive force from another device or tool.

Event description:
During a diagnostic laparoscopy, the renew endocut scissor tip caused a burn to adjacent tissue at insulation site. The procedure and anesthesia time was not extended.